Manufacturer narrative:
MDR (B)(4) / initial 2 of 3 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient experienced high blood glucose due to bent/kinked infusion set cannula issues after insertion on (B)(6) 2026.the event was treated with a correction insulin injection via mdi.